Manufacturer narrative:
Product ID: 3389-40, lot# 208093685, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3389-40, lot# 208093686, implanted: (B)(6) 2014-07-03, explanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3755-40, lot# 207913897, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Additional information reported the cultured bacteria had a ¿usual resistance¿ profile. The patient was treated with vanco and cefotaxim followed by dalacin. It was noted the event had ¿affected the general condition¿ of the patient. The patient¿s system was a new implant for the patient when it was initially implanted. It was noted the patient returned home three days after the explant procedure.

Event description:
It was reported the patient¿s device system was explanted due to an infection. Cultures were taken from the patient¿s scalp and battery pocket and found to contain the bacterium ¿s. Aureus¿ and ¿betahemolyt strccr grp g.¿ the patient was administered antibiotics in treatment for their infection. It was noted the patient had swelling and genuine scars and that there was no rupture in the scars. The patient was also noted to have a poor nutritional status and was reportedly very emaciated. The patient reportedly had segmental dystonia. Additional information has been requested regarding the patient¿s symptoms, intervention, and outcome. A supplemental report will be filed if additional information is received.